Event description:
According to the available information, repeated encrustation and a complete blockage have occurred within a very short timeframe, typically within one to two weeks. This necessitates retreatment of the affected patients and, in some cases, requires additional interventions.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.